Manufacturer narrative:
The historical test records were reviewed in the qos system. The device had passed all tests. Complaint evaluation was completed on 5/14/2024. There are no other complaints on this device. The pump was tested with the testing protocol for battery and power complaints. The pump's event log was pulled as part of the evaluation and upon review it was noted that there were several abrupt power offs found in the log, which help explain the reported condition by the end user, as the pump lost its battery and powered off. An abrupt power off can be seen on event line 235 by the "log_event_on" code without an "log_event_off" code before it. Seeing the code "log_event_on" code without an "log_event_off" code before it points to the abrupt power off as it means that the pump had to be powered on without being powered off prior, meaning that it turned off on it's own. A 50 ml was ran on the pump instead of a 100 ml due to a limitation within the customer's library configuration. The infusion was set to run for 50 ml at a rate of 0.5 ml per hour. The infusion was unable to successfully complete as the pump powered off abruptly before finishing. A new battery was put into the pump and the battery level was reset. The same infusion was ran again and it powered off again, even with the new battery in the pump. The infusion was attempted to be ran using an hs-008 IV cassette with lot # 2304023 and expiration date 03/17/2026. Upon further evaluation there were no loose connections or components inside of the device. Functional testing did confirm the reported condition and was duplicated during testing. Reported issue found, device does not meet specification. A CAPA had been opened in order to fully investigate and address the root causes of the reported events. [Reference: complaint #(B)(4).

Event description:
On 7/25/2023, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested.